Event description:
Customer called asking about the status of his replacement insulin pump and reported excessive no delivery alarms on his loaner insulin pump. The alarm was explained to customer. Customer declined troubleshooting because he stated he knows what to do. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.